Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A 12mm x 3.00mm nc quantum apex balloon catheter was selected and advanced to the target lesion to post-dilate the 3.0x16 promus element stent. The 1st inflation was performed at 12 atmospheres. Upon 2nd inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).